Event description:
It was reported that the right ventricular (rv) lead was explanted due to code 1005, indicating an open circuit condition. The implantable cardioverter defibrillator was explanted due to normal battery depletion, and the replacement device was the one that triggered the code 1005 when connected to the rv lead. Subsequently, this attempted device was removed and another device with a df4 configuration was successfully implanted. During the rv lead explant, the physician noted the rv and right atrial (ra) leads were stick to each other, therefore, the decision was made to explant and replace both the ra and rv leads. No additional adverse patient effects.